Event description:
The pt had a low pulse rate in spite of the pacemaker that was implanted 12 months ago. During the admission examination, no telemetry of the pacemaker could be conducted. Still, the pacemaker reacted to magnet application. As a result, the pacemaker was explanted.